Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7070179 / 7071010.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site when lying down on the left side. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted devices were discarded.